Manufacturer narrative:
Citation: galper bz et al. Comparison of adverse event and device problem rates for transcatheter aortic valve replacement and mitraclip procedures as reported by the transcatheter valve therapy registry and the food and drug administration postmarket surveillance data. Am heart j. 2018 apr;198:64-74. Doi: 10.1016/j.ahj.2017.10.013. Epub 2018 feb 3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcome data on adverse events and device problems for transcatheter aortic valve replacement (tavr) and transcatheter mitral valve repair (mitraclip). All data were collected from a review of the society of thoracic surgeons/american college of cardiology¿s transcatheter valve therapy registry and the FDA¿s manufacturer and user facility device experience (maude) system using natural language processing technology. The review analyzed all medical device reports related to tavr and mitraclip from december 2011 through december 2014. The review analysis included 4951 reports (patient demographics not provided), an undisclosed number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: heart block requiring permanent pacemaker implantation, moderate-severe valve insufficiency, moderate-severe paravalvular leak, stroke, valve embolization, pericardial effusion, embolism, coronary occlusion, and bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.